Manufacturer narrative:
The customer's calibration results were ok. The customer's qc results, sample pre-analytic details, and system alarm trace were requested but not provided. Per product labeling, "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." Based on the available information, the investigation did not identify a product problem. The cause of the event could not be determined. Updated medwatch field- d4 - expiration date.

Manufacturer narrative:
The patient's sample was requested for an investigation but the sample was not available. The investigation is ongoing. Initial reporter phone: (B)(6).

Event description:
The initial reporter received questionable elecsys ft4 iii assay results for one patient tested on a cobas 8000 e 801 module serial number (B)(4). The patient's elecsys ft4 result was reported outside the laboratory. The physician questioned the ft4 result and "suspects that this falsely low ft4 result is related to the very low albumin value." He requested "ft4 measurement by equilibrium dialysis and hplc ms/ms" to determine correct treatment for the patient. The patient's elecsys ft4 result was 0.705 ng/dl.